Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a left bhr construct had been implanted on (B)(6) 2014, the plaintiff reported significant unspecified rising levels of cobalt and chromium in his body. The contribution of the metal-on-metal implants from the left hip to the rising levels of cobalt and chromium cannot be discarded. The plaintiff¿s outcome is unknown.

Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions), h8. Results of investigation: it was reported that a patient experienced elevated levels of cobalt and chromium in their body. No left hip revision has been reported, this is a bilateral patient. As of today, the implanted devices, all of which were used in treatment are not accessible for testing. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, or escalation actions review could not be performed. If more information is received, this investigation will be reopened. The review of the current IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed for the acetabular cup and femoral head. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. The available medical documents were reviewed. The root cause of the reported increasing metal ions cannot be confirmed and it cannot be concluded that the reported increasing ions were associated with a mal-performance of the implant. No revision has been reported. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. Corrected data: d2 (FDA product code).